Event description:
It was reported that the push rod will not load. Per reporter, this event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the screen was scratched and the syringe window was cracked. No issues were found in the event history log. Functional testing was able to duplicate the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the most probable cause for the "push rod will not load" is due to error code 104 which is the cause of an intermittent motor. The motor was replaced.